Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issues were verified. Based on analysis, the alleged cartridge alarm 25 issue was verified in the pump logs; however, no failure was identified, and the alleged cartridge installation/removal issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive; cause was unknown. Additionally, it was reported that the cartridge became dislodged from the pump outside of the load sequence and the customer did not receive a cartridge alarm (cartridge alarm 25 - removed cartridge alarm). The customer¿s blood glucose was approximately 85 mg/dl. The customer reverted to manual injections for insulin therapy.